Event description:
It was reported that the catheter shaft broke. The 90% stenosed target lesion was location in the severely tortuous and moderately calcified posterior descending artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that it was difficult to insert the guidezilla due to strong resistance from the effects of the lesion characteristics. An attempt was made to insert the guidezilla again, but a part of the shaft broke during the operation. The procedure was completed with a non-boston scientific product. There was no patient injury. It was further reported that the damage found on this device was flattening, not separation. The device was simply pulled out and completely removed from the patient's body.

Manufacturer narrative:
A2: age at time of event: over 18 years old. E1: initial reporter address: (B)(6).

Manufacturer narrative:
Age at time of event: over 18 years old. (B)(6).

Event description:
It was reported that the catheter shaft broke. The 90% stenosed target lesion was location in the severely tortuous and moderately calcified posterior descending artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that it was difficult to insert the guidezilla due to strong resistance from the effects of the lesion characteristics. An attempt was made to insert the guidezilla again, but a part of the shaft broke during the operation. The procedure was completed with a non-boston scientific product. There was no patient injury.